Event description:
A malfunction on the pump was reported by the caller, which caused the customer's blood glucose level to display as "high"; however, a specific value was not provided. The customer administered a correction injection via multiple daily injections (mdi) to address the high blood glucose level. Tandem technical support arranged to send a replacement pump and provided instructions for the customer to return the faulty pump. The customer acknowledged and understood the steps required to receive and set up the new pump, with additional training made available through their tandem source account.